Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number. It was reported that during the patient's permanent scs system implant surgery, the physician was unable to access the epidural space with either lead. The surgery was abandoned.